Event description:
Staff member heard noise and found infant on floor with side of giraffe omnibed carestation down. Previous to event, physician had been at bedside and had side down to examine infant. Physician states she raised the side but did not verify if it was latched. Upon investigation, side will stay up without latching even when wall is 1 inch from latches. The wall is not weighted and will remain in upright position. The only safety mechanism that is built into the system is a visual cue of an orange line that if the latch is engaged, the orange line is not seen. There are also no alarms that can be set to detect that the wall is not latched when the wall is in an upright position.